Event description:
It was reported by a nurse that the customer was hospitalized for high blood glucose levels. No blood glucose level was reported. The nurse reported that the customer's husband would like to be trained on the insulin pump so he can help his wife control her blood glucose levels. The customer's husband will call again when ready to be trained on the product. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.